Manufacturer narrative:
Correction: b5. B5: it was reported that the patient was receiving vancomycin everyday (previously reported as four times a day). It was previously reported that pd therapy was discontinued, however pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with vancomycin (0.5g, four times a day, intraperitoneal, discontinued), sulperazon (1.5g, two times a day, intraperitoneal, discontinued), cefoxitin sodium (1g, two times a day, intraperitoneal, discontinued) and etimicin sulfate (0.1g, two times a day, pd, discontinued) for peritonitis. Fourteen days after event onset, the patient recovered from the peritonitis. Pd therapy was discontinued. No additional information is available.